Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent damage occurred. An 8x29 carotid wallstent was selected for use in a carotid artery stenting procedure. During the procedure, the stent was found to be bent and kinked. The damaged stent was removed, and another carotid wallstent was implanted. There were no patient complications as a result of this event, and the patient's condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual and tactile inspection of the catheter/delivery system revealed no issues with the shaft. The stent was found to be fully mounted in the correct location on the device, with no kinks or damage observed. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. An 8x29 carotid wallstent was selected for use in a carotid artery stenting procedure. During the procedure, the stent was found to be bent and kinked. The damaged stent was removed, and another carotid wallstent was implanted. There were no patient complications as a result of this event, and the patient's condition following the procedure was stable. It was further reported that the target lesion was 75% stenosed, non-calcified, and located in non-tortuous anatomy.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual and tactile inspection of the catheter/delivery system revealed no issues with the shaft. The stent was found to be fully mounted in the correct location on the device, with no kinks or damage observed. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. An 8x29 carotid wallstent was selected for use in a carotid artery stenting procedure. During the procedure, the stent was found to be bent and kinked. The damaged stent was removed, and another carotid wallstent was implanted. There were no patient complications as a result of this event, and the patient's condition following the procedure was stable. It was further reported that the target lesion was 75% stenosed, non-calcified, and located in non-tortuous anatomy.